Manufacturer narrative:
Patient initials: (B)(6). This report is for four unknown screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. \without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery occurred on (B)(6) 2015 due to broken hardware. Six screws, four of which were broken, and an intact locking compression plate (lcp) were removed. Original implant date is unknown. The patient was revised with a 3.5 medial proximal tibial plate and screws. Surgery was completed successfully with no delays and no harm to patient. This report is for four unknown screws. This is report 1 of 1 for (B)(4).